Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; product ID 5076 implantable pacing lead (ICD), implanted: (B)(6) 2002; product ID 6049 implantable tachy lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.